Manufacturer narrative:
Literature citation: daisuke togawa "current concept of balloon kyphoplasty (bkp)". (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that total of 44 patients/48 vertebrae underwent bkp from 2011 (B)(6) in this hospital. 2 worsening of pain were observed as post-op complications.